Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. During the replacement procedure the ra lead exhibited undersensing and o versensing. The ra lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor. Visual analysis of the lead indicated damage during use. The analyst noted that the lead was returned with the helix was fully retracted. Visual inspection found there was full of blood visible inside of the lead body and on the proximal conductor. A cut on the outer insulation was observed. Insulation breach allows blood ingress into lead. According to the finding and the anomalies described in the event, and due to the length of time of the implant, it is likely that the extrinsic insulation breach was contribute to the electrical complaints and caused at time of the replacement procedure. If information is provided in the future, a supplemental report will be issued.